Event description:
It was reported that there was an alert for oversensing on the right ventricular lead. The superior vena cava (svc) coil was deactivated until the lead was explanted and replaced. After the new lead was connected to the device, the impedance value was high. The impedance remained high even after several reconnections of the lead. A new device was opened, the lead connected and the impedance value was in a normal range. The old device was explanted and the new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation conductor was fractured. It was noted that the distal conductor was distorted, the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the distal conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was tissue on the helix. We did receive performance data collected from the device and have analyzed the data. Two ventricular nonsustained tachycardia (nst) episodes of <=210 ms occurred on (B)(6) 2012, 21:10:37 and (B)(6) 2012, 21:52:32. A patient alert for lead failure predictor occurred on (B)(6) 2012, 21:52:34. (B)(4) the device was returned, analyzed and no anomalies were found.